Event description:
A respiratory specialist on duty smelled something burning. The staff checked patient rooms and walking by one of the rooms noticed smoke coming from the back of the ventilator. The respiratory therapist immediately disconnected the patient from the ventilator while another therapist took care of the patient by way of ambu bag. The patient was reconnected to another ventilator. No harm came to the patient and patient was unaware of the event.